Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for implant in a patient with a membranous septum length of 1.5mm. The patient was in bundle branch block prior to procedure. During the pre-bav, the patient went into heart block. The device was successfully implanted at a depth of 4mm ncc and 4mm lcc. Following implant, a pacemaker was also implanted. There was not calcification extending beneath the aortic annular plane in the interventricular septum. There was no clinically significant delay during the procedure and the patient remained hemodynamically stable throughout. The patient is stable.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and deeper than a 0-5 mm depth of implant of the device. It was noted that patient had bundle branch block prior to implant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based of the information reviewed, the cause of the reported incident due to patients medical history but could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.